Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported that the vela ventilator was alarming transducer (xdcr) fault, low minute volume (ve), circuit disconnect. The customer reported no patient involvement or allegation of patient harm.